Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the unit was shutting off intermittently. There was no injury to the patient.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected device was analyzed on-site by draeger service and the log files were sent to the manufacturer. Log entries could not confirm a device reboot on the reported date of event. On the next day, (B)(6) 2018 at 10:47am, the ventilation unit performed a single reboot and the device was switched to standby mode by the user shortly afterwards. The error log indicates a power supply or pcb thermal control unit issue and the affected parts were replaced. After replacement a complete test of the device according to manufacturer specification passed without deviation. A hardware test of the pcb at the manufacturer passed without deviation. Analysis of the power supply showed a sporadic malfunction of the internal communication and a loss of persistent data. Both of the findings would not result of the device in a restart though. As a result, the root cause could not be determined. Regardless, the device reacted as specified to an internal failure concerning the ventilator and initiated a restart in attempt to solve the issue. During a restart (lasts about 8 seconds) the emergency-breathing valve would open to ambient allowing for spontaneous breathing and an audible alarm is posted to inform the user. The ventilation continued after a single successful restart. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.